Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl. The patient attempted to treat via insulin pump bolus and manual insulin injection. Troubleshooting was declined; the customer acknowledged that her blood glucose increased due to recent steroid injections. The insulin pump was not returned for analysis.